Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise oversensing. Programming changes were made but did not resolve the noise oversensing issue. Further intervention was not performed. The patient had no consequences.